Event description:
The user facility reported that the tip of the irrigation clip broke off during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported disassembly was confirmed via inspection of the provided photograph. According to a review of the risk documents, the symptom is likely attributable to mechanical damage.

Event description:
The user facility reported that the tip of the irrigation clip broke off during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.